Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that it felt hot where the battery was and the wire was being pulled. It was unknown what led to the event. No troubleshooting or interventions were performed to resolve the issue. The patient opted to meet with a surgeon to have it removed. Relevant medical history includes degenerative disc disease/herniated disc pain.